Manufacturer narrative:
The received device had the cannula assembly fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses. The pod delivered 1303 pulses and completed an immediate bolus before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would result in a needle mechanism failure. After manual reset of the needle mechanism to the not deployed state, the needle mechanism deployed as intended. The investigation found no issues that would result in a failure of the needle mechanism. No damages, tears, or leaks were observed in the fluid path. No problems were found with the pod during the investigation that would cause fluid to leak during wear.

Event description:
The patient reported their blood glucose (bg) level reached 15 mmol/l (270 mg/dl), while wearing the pod between 1 and 4 hours. They reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. When the pod was removed the cannula was observed to be normal. However, it was reportedly not inserted in the skin and leaked insulin. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.